Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that during follow-up, the CT showed that the endurant 16x20x93 contralateral limb separate from the limb above it which was a endurant 16x16x82 or a endurant 16x16x93 resulting in a type iii endoleak. The physician stated the cause of the event is unknown. The patient was brought to or and a 16x16x124 endurant was used to bridge the two limbs which resolved type iii endoleak. No additional clinical sequelae were reported and the patient is fine.